Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. On the same day, the patient was hospitalized for this event. Treatment for this event was not reported. Peritoneal dialysis therapy was discontinued on an unreported date. At the time of this report, it is unknown if the patient has recovered. No additional information is available at this time. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).